Event description:
It was reported that prior to the implant of this pacemaker, the device was programmed to pace at 60 beats per minute, however it was noted that the pacing was at 100 beats per minute. It was opted to complete the procedure with another device. Technical services (ts) was consulted, and the cause for the pacing rate was not determined. No adverse patient effects were reported. This device has not been returned.